Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that after the case, the physician decided to use an angio-seal device. After the deployment steps, when the physician was pulling back on the device, the whole device came out. It was then noted that anchor was not on the distal tip, however the collagen was tightened properly. Hemostasis was achieved manually. There was no harm to the patient.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to update section h3, and to provide the completed investigation results. One used 8fr angio-seal sts plus device was returned for product evaluation. The carrier tube assembly, sheath, and locator were returned for evaluation. Additional locator, guidewire, and sheath with no anomalies were returned along with the actual device. Visual inspection revealed that the collagen could be found tamped at the distal end of the fully exposed tamping tube. Both the clear and the black compaction markers were fully visible from the carrier tube. Microscopy was used to determine if the anchor was still present in the collagen. Under microscopy, the anchor could not be observed, and the collagen could be seen over tamped. The deployment sleeve of the device was in the forward lock position with the color bands fully concealed. The carrier tube was found distorted, as though it had been pulled and twisted. The bypass tube was found to be dislodged to the proximal end of the device cap. There were two kinks observed in the sheath beginning at the letter n and letter e on the angio-seal logo on the sheath. Also, the exposed tamper tube was found to be bent. No other visual anomalies were identified. Based on the provided information and investigation results, there is no definitive evidence that this event was related to a device defect or malfunction. The exact cause of the reported event cannot be definitively determined based on the available information.